Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6. -10.0/2.0/073 (sphere/cylinder/axis) implantable collamer lens into the patient's eye. The lens opened inside out in the eye. Lens was removed. Additional information has been requested but none has been forthcoming.